Event description:
The device was used during a laparoscopically assisted vaginal hysterectomy procedure. Reportedly, the instrument was difficult to open. The surgeon applied another device and resected the tissue at the application site then applied cautery to complete the procedure. The hosp has reported the pt's condition is satisfactory.